Event description:
The customer reported a battery fault on the unit - when 150j was selected, unit charged up to 63j and then switched off.

Manufacturer narrative:
(B)(4): the customer reported a battery on the unit - when 150j was selected, unit charged up to 63j and then switched off. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.